Event description:
Customer reports the softclix lancet will not retract and it sticks in her finger. No accidental needle stick occurred. The customer did not provide the location where the malfunction occurred. No adverse event reported. Requested return of suspect device and replacement was sent.